Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not cap off the exposed end of their transfer set with a minicap. Subsequently the patient experienced peritonitis manifested by cloudy effluent. The patient was hospitalized for the event and treated with intraperitoneal (ip) ceftazidime (dose, route, frequency, and duration not reported). After three days, the patient was discharged from the hospital and reported to have recovered from the peritonitis event. The patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a breach in aseptic technique that resulted in the development of peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.